Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed supplies to address the occlusion alarms, but alarms reoccurred. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level was in the 400-500 mg/dl range.